Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature from bipolar to unipolar configuration. Both prior to and following the polarity switch to unipolar, the lead and device exhibited noise and oversensing resulting in a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) feature. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that out of range atrial intrinsic amplitude measurements were later recorded. Review of the presenting electrogram (egm) showed farfield r-wave oversensing on the atrial channel. The ra lead was noted to be programmed to unipolar pacing and sensing. Two atrial tachy response (atr) episodes were noted that showed oversensing of atrial lead noise. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that the device stored a ventricular tachycardia (vt) episode that appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Undersensing of af was noted on the presenting electrogram (egm) and resulting in inappropriate atrial pacing. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken. The lead was suspected to be fractured as a result of clavicular crush. This lead was explanted and replaced. No additional adverse patient effects were reported. The return of the product is not expected.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature from bipolar to unipolar configuration. Both prior to and following the polarity switch to unipolar, the lead and device exhibited noise and oversensing resulting in a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) feature. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that out of range atrial intrinsic amplitude measurements were later recorded. Review of the presenting electrogram (egm) showed farfield r-wave oversensing on the atrial channel. The ra lead was noted to be programmed to unipolar pacing and sensing. Two atrial tachy response (atr) episodes were noted that showed oversensing of atrial lead noise. No further assistance was requested. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature from bipolar to unipolar configuration. Both prior to and following the polarity switch to unipolar, the lead and device exhibited noise and oversensing resulting in a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) feature. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that out of range atrial intrinsic amplitude measurements were later recorded. Review of the presenting electrogram (egm) showed farfield r-wave oversensing on the atrial channel. The ra lead was noted to be programmed to unipolar pacing and sensing. Two atrial tachy response (atr) episodes were noted that showed oversensing of atrial lead noise. No further assistance was requested. No adverse patient effects were reported. This device remains in service. It was reported that the device stored a ventricular tachycardia (vt) episode that appeared to be atrial fibrillation (af) with rapid ventricular response (rvr). Undersensing of af was noted on the presenting electrogram (egm) and resulting in inappropriate atrial pacing. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature from bipolar to unipolar configuration. Both prior to and following the polarity switch to unipolar, the lead and device exhibited noise and oversensing resulting in a signal artifact monitor (sam) episode, which, disabled the minute ventilation (mv) feature. Technical services (ts) recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service.